Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the wire (suture) broke after the completion of the distal anastomosis and the patient was bleeding.

Manufacturer narrative:
Samples received: 1 unopened racepack. Analysis and results: there are no previous complaints of the same batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received one closed sample. We have checked this closed sample received and the thread surface appearance is the correct and the usual one. Sewing test on artificial skin tissue has been conducted with the closed sample received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one. We have also tested the knot pull tensile strength of the sample received and the result fulfils requirements: xi= 1.86 kgf (requirements: 0.92 kgf in average and 0.31 kgf in minimum). Remarks: as indicated in the note/precautionary measures from the instructions for use of the product: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for the unit sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.